Event description:
Consumer called to report her meter reading high and adjusting her insulin as a result of the reading. Subsequent readings were also high although she was experiencing low blood sugar symptoms. Called 911 for assistance. Emt meter read much lower than the bd meter and was administered glucogon treatment.